Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a force sensor error. There was unknown patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer reported that the pump has a force sensor test error. Complaint confirmed by turning on the pump and checking the alarm history. The main cause of customer¿s complaint was the faulty main board. Device is repaired by replacing the faulty main board. Replaced the screen because back light was not working. Replaced right and left clutch, clutch spring because of a lot of debris from the clutch parts in the chamber. Replaced right plunger case and top case because they were cracked. Replaced the plunger cable because it was damaged. Also replaced the plunger rod (tube), and square shaft because they are aftermarket parts and didn¿t fit to assembly. Found the battery is aftermarket but working. After replacing the parts, the pump passed all the testing and is fully operational. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.